Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision for generalised pain, but predominantly in the medial tibial plateau.

Manufacturer narrative:
The complaint states revision tkjr performed on (B)(6) 2016 for generalised pain, but predominantly in the medial tibial plateau primary implant date: (B)(6) 2009. A complaint database search and review of manufacturing records did not identify any anomalies. The devices were reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present. No corrective action is required without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.